Manufacturer narrative:
Details surrounding the incident are under investigation by siemens (for example, whether the cse followed instructions in service guides). As a result of the shock, the cse powered off and unplugged the automation system to perform further troubleshooting of the air compressor. On a later date, the cse installed a new air compressor. The streamlab automation system is operating according to specifications.

Event description:
A siemens customer service engineer (cse) was dispatched to the customer site to perform troubleshooting on the air dryer of the streamlab automation system. The cse removed the mounting bar and received an electrical shock. The cse was not injured by the electrical shock and did not require any medical intervention or treatment. The cse powered off and unplugged the instrument to perform further troubleshooting of the air compressor due to the shock.